Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient left hip was revised. No other info is available per hospital policy. Date of primary surgery is unknown. Components take out of patient were 58 tritanium rev cup, 44 liner, 3 screws, and a 44 biolox universal head.